Event description:
The issue reported involved a t:slim x2 pump that would not charge despite attempts using different wall adapters and charging cables. There was no adverse impact to the customer¿s blood glucose level. Troubleshooting efforts revealed that the pump came back online with full power during the process, and the caller was informed about resetting necessary settings. After additional correspondence, the issue was resolved, and the customer was advised to use a manual therapy as a temporary backup and shown interest in obtaining a new pump.